Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was showing as black screen and not responded. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the pyxibus was identified as physical damage leading to thermal event as insulation and cable is melted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the reported issue of the medstation es main showing as black screen and not responding was confirmed by the fse. According to wo (B)(4), fse determined that station was showing a black screen and not responded, verified the station was shut down. The fse discovered damage on pyxibus cable and replaced it. The fse verified the drawer functions and power issue corrected. External inspection confirmed there was physical damage leading to a thermal event. Laboratory testing was deemed unnecessary due to visible damage identified in external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue with the pyxibus was identified as physical damage leading to thermal event as insulation and cable is melted.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was showing as black screen and not responded. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was showing as black screen and not responded. The field service engineer (fse) shut down the station and discovered damage to the bus cable. The cable was replaced, and drawer functionality was verified. The power issue was resolved successfully. The system functioned as intended after the field service engineer resolved the issue.